Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in a severely tortuous and severely calcified artery. A 10mmx2.75mm wolverine coronary cutting balloon has been used for the procedure. During the procedure, the balloon was inflated twice at 6atm each within 5 seconds, but the balloon ruptured during the second inflation. The device was removed with the normal method, and the procedure was completed with another of the same device. There were no patient complications, and the patient was good after the procedure.